Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on approximately (B)(6) 2026, the patient was on a plane when the sensor failed. The patient did not have a new sensor on hand and did not have a blood glucose meter. It was unclear why and when the patient consumed soda. The patient reported almost losing consciousness, and once landed the patient had to be taken to the hospital by ambulance. It was not specified when the fingerstick was taken, however the blood glucose reading was 29 mg/dl. The patient was treated with intravenous electrolytes. No further medication was reported, and it was unknown how much time the patient had spent at the hospital. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.